Event description:
It was reported that the 9900 system displayed a contact detected message during the case. It was also noted that a low ma error would be displayed intermittently. Another system had to be used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired a pin on a connector of the rui and cleaned regreased the high voltage cable. The system was tested and found to be working as intended and placed back into service.